Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead pacing impedance had surpassed the alert threshold. No programming changes were requested and the lead remains in use. No patient complications have been reported as a result of this event.